Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the same information previously reported that the device causes pain at the implant site and got infected. The patient was redirected to their healthcare professional for further investigation.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after her pregnancy she was having issues with the therapy. The patient thought the lead may have moved because it didn't work the way it once did. The issue occurred 5 years prior to the report. When the patient walked, it felt like burning oil in her leg. The patient stopped using the device due to this sensation. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2012 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that on (B)(6) 2016, the patient¿s device ¿just decided¿ to swell up and the wires swelled up and she had a ¿bruise feeling.¿ this was described as ¿blowing up like a bubble¿ where the implantable neurostimulator and leads are. It was so painful that she couldn¿t touch anything, and it was considered a sudden change in therapy/symptoms. By (B)(6) 2016, the swelling had gone down some, but it was still very swollen and very red. By (B)(6) 2016 or (B)(6) 2016, after the bubble had started, she started feeling a burning and overheating. The device was currently off, but still caused unnecessary pain in her back and at the implantable neurostimulator site. The patient was given an oral antibiotic, keflex. The health care provider didn¿t know if it was an infection, but the antibiotics were given to her ¿just in case.¿ additional information as received from a consumer regarding the patient on (B)(6) 2017. It was reported that the swelling started happening again in the middle of the night on (B)(6) 2017, and the implant site was very sore. This had happened when she was sleeping. It woke her up from her sleep because she moved on it and it was really sore. It was noted that there was heating at the battery site with no known environmental factors that may have led to or contributed to the issue. The system was interrogated and was in proper working condition with impedances that were in-range. Stimulation was tested and it was providing adequate stimulation. The patient noted that she had not used her stimulator in months and that the heating sensation at the battery site was experienced while the system was off. The patient was prescribed a dosage of keflex and the issue was resolved. No surgical intervention had occurred at the time of the report and was not planned. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Review of information received on 2016-12-29 showed that information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patients ins recharger was malfunctioning. As the patient was driving, troubleshooting was not possible. No symptoms were reported. Patient was implanted for non-malignant pain and lumbar radiculopathy. Additional information was received from the consumer on (B)(6) 2017. It was reported that the patient had been having issues. The patient met with the manufacturer representative 2 months ago for troubleshooting but it did not charge at all and the battery was still stinging when it was off. The patient pressed the 2 buttons to start a 60 minute start but the since the battery would not connect to charge it would not work. The patient reported that they moved it all over the place but it was not charging because ¿it was old or something¿ and it burned. It was reported that the battery and wires ¿blew up on [them] twice.¿ it was reported that they got infected. Additional information was received from the consumer on (B)(6) 2017. It was reported that they had been infected twice ¿like a month ago.¿ it stung when it turned off and swollen up. The manufacturer representative told the patient that everything was fine and that there were ¿no splits in the line.¿ it was confirmed that the patient had notified their hcp and the hcp knew everything that was going on with the stimulator. It was reported that these issues had been going on for¿ 5, 6, 7, or even a year now.¿ it was reported that the battery was not connecting to the charger along with a persistent stinging from the battery. It was difficult to connect with the charger. When it did connect, the bars were full for 2-5 minutes and then it would lose the connection. A replacement implantable neurostimulator recharger (insr) was requested due to the coupling issue. It was stated that the patient had been pressing the green button and audio button multiple times but this did not work due to the connection issues. It was reviewed with the patient that these buttons pressed at the same time should be saved for the discretion of the manufacturer representative or health care professional (hcp). It was reviewed that if the replacement insr did not resolve the charging issues then the patient should make an appointment with their hcp. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The recharging antenna was replaced due to poor coupling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.